Event description:
Information received from an optometrist who reported, a patient came to his office in 2006, c/o discharge, redness, photophobia and foreign body sensation in both eyes. The symptoms began that morning. The patient had been wearing acuvue oasys lenses on an extended wear schedule. It was not known how many days the lenses in question were worn. The optometrist said the patient had 3 peripheral corneal ulcers described as corneal infiltrates with overlying staining in the left eye with 1+ cell and flare in the anterior chamber. The optometrist said he believed this to be an infections corneal ulcer. The lesion was not cultured. The patient was treated with vigamox and returned to the office the following day. The infiltrates in the left eye no longer stained, the patient continued to have 1+ cell and flare in the anterior chamber. The patient returned for follow-up two days later, and the patient had no pain, foreign body sensation or photophobia. The patient still had 3 corneal infiltrates in the left eye with no staining. The patient was scheduled to return for follow-up but never returned to the office as of 2007. The corneal ulcer reported that occurred concurrently in the right eye is documented in our report# 1033553-2007-00006.